Manufacturer narrative:
Constant pump error 37 alarms noted during rewind due to damaged motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 37 alarms. The following were noted during visual inspection: scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. The customer stated they were able to clear the alarm and was not able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.